Event description:
A nurse reported that immediately after an intraocular lens (iol) was inserted into a patient's eye, the surgeon noted that it was cracked. The lens was left implanted. On postoperative day one, the patient noticed a "hair-like" filament in her vision. Because it was only postoperative day one, the surgeon and patient wanted to give the lens more time to stabilize and the eye more time to heal. Approximately six weeks after surgery, the nurse reported that the crack did interfere with the patient's vision and she was considering an iol exchange. In a follow up, the surgeon reported that although the patient's vision is affected, the patient had declined surgical intervention, and the iol would remain implanted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. Two completed questionnaires were received, one on (B)(6) 2014 and the other on (B)(6) 2014. (B)(4).